Event description:
While replacing a peristaltic pump on the slidestainer instrument without beckman coulter inc. (Bci) assistance, the customer stated that the tubing was split and stain leaked onto the instrument. The instrument had a reagent leak that was contained inside the instruments catch tray. The customer was wearing proper ppe and there was no exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was on-site and replaced the pump and tubing. A clear root cause for this event is unknown.